Manufacturer narrative:
Correction: lot #: added correct lot number (remove 60216300 incorrectly reported on initial). Additional information was added: the lot was manufactured from october 03, 2019 - october 07, 2019. The device was received for evaluation. The bag was cut at the top right where the customer likely drained the contents. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port cap from the base of the spike port. The reported condition was verified. The actual cause of the condition could not be determined. The leak was due to an apparent insufficient seal at the base of the spike port tubing causing a leak. Therefore, the cause was most likely due to an inadequate or lack of adhesive being applied to the administration port connector when it was inserted to the spike port tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. There was no patient involvement. No additional information is available